Manufacturer narrative:
Evaluated two open/used reservoirs inspected reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test as follows reservoirs filled with diluent, and connected to a new infusion set. We installed reservoirs and connector into pump. We performed a manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 189 mg/dl. Customer mentioned the issue was resolved by a complete set change. Customer will not be returning the reservoir for analysis.